Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), genital haemorrhage ('bleeding'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (5*), parity 2 (2*), submucous leiomyoma of uterus, bipolar disorder, forgetfulness, sleep loss, stress, mood disorder, c-section, loop electrosurgical excision procedure, laparoscopy, inability to lose weight, paraesthesia, light-headed, throat discomfort, eosinophilic esophagitis, cardiac murmur nos, uterine pain, dysfunctional uterine bleeding, exanthem, lumpy breasts, intraductal proliferative breast lesion, lower extremity mass, pain of skin, sore breasts, exanthem, weight gain, constipation, dry skin, sinus congestion, weight abnormal, hypothyroidism, flank pain, unilateral leg pain, discoloration urine, blood in urine, urinary frequency, breast tenderness, vaginal discharge, tobacco abuse, migraine, electric shock, hypoesthesia of gloves-socks type, burning foot, nasal sinus congestion, iud dislocation, embedded iud, uterine perforation post procedural and uterine adhesions. Ultrasound thyroid - the right lobe measures 4 x 1.2 x 1.0cm and the left lobe measures 1.3 x 1.4 x 4.2cm. The isthmus measures up to 4mm. Leetz/ leep. Urine hcg: negative. Previously administered products included for an unreported indication: neurontin, concerta and celexa. Concurrent conditions included adhd, attention impaired, distractibility, impulse control disorder, unspecified, restlessness, anxiety, depression, compulsive reaction, impulsive behavior, hyperactivity, attentiveness decreased, dyspnoea, swallowing disorder, throat tightness, hair loss, enlarged thyroid, fatigue, joint pain, hoarseness, back pain, pap smear abnormal, weight loss, bowel motility disorder, gerd, eosinophilic esophagitis, chest pain, cough, essential hypertension, blurred vision, throat discomfort, abdominal pain, fever, diarrhea, nauseated, ovarian cyst, dyspareunia, breast cyst, blisters, seasonal allergy, anemia, hematuria, muscular weakness, muscle pain, kidney stone, left lower quadrant pain, hypercholesterolemia, decreased hdl, umbilical hernia, renal cyst nos, decreased night vision, acute sinusitis, hyperlipidemia, add and elevated liver enzymes. Concomitant products included levonorgestrel (mirena) since (B)(6) 2008. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), vaginal infection ("infection vajinal") and night sweats ("night sweats") and was found to have hormone level abnormal ("hormone problems"). The patient was treated with surgery (tubouterine implantation,bilateral (essure reversal)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, vaginal infection, night sweats and hormone level abnormal outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, hormone level abnormal, neuromyopathy, night sweats, pelvic pain and vaginal infection to be related to essure. The reporter commented: each essure device projected into the isthmic portion of each tube for approximately 2cm and approximately 8cm of fallopian tube projected beyond each device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: prior to contrast administration, an iud is noted. On contrast images, the iud is not within the uterus but rather in the peritoneal cavity. Essure devices project over appropriate position. Contrast fills the endometrial cavity with normal appearance. Contrast does not fill or spill out of the fallopian tubes. 1. Following essure procedure, fallopian tubes are occluded. 2. Iud present, however iud is not within the endometrial cavity but rather in the peritoneal cavity. Oesophagogastroduodenoscopy - on an unknown date: eosinophilic esophagitis. Pregnancy test - on an unknown date: pregnancy tests negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida (5*), parity (2*), submucous leiomyoma of uterus, bipolar disorder, forgetfulness, sleep loss, stress, mood disorder, c-section, loop electrosurgical excision procedure, laparoscopy, inability to lose weight, paraesthesia, light-headed, throat discomfort, eosinophilic esophagitis, cardiac murmur nos, uterine pain, dysfunctional uterine bleeding, exanthem, lumpy breasts, intraductal proliferative breast lesion, lower extremity mass, pain of skin, sore breasts, exanthem, weight gain, constipation, dry skin, sinus congestion, weight abnormal, hypothyroidism, flank pain, unilateral leg pain, discoloration urine, blood in urine, urinary frequency, breast tenderness, vaginal discharge, tobacco abuse, migraine, electric shock, hypoesthesia of gloves-socks type, burning foot, nasal sinus congestion, iud dislocation, embedded iud, uterine perforation post procedural and uterine adhesions. Ultrasound thyroid - the right lobe measures 4 x 1.2 x 1.0cm and the left lobe measures 1.3 x 1.4 x 4.2cm. The isthmus measures up to 4mm. Leetz/ leep. Urine hcg: negative. Previously administered products included for an unreported indication: neurontin, concerta and celexa. Concurrent conditions included adhd, attention impaired, distractibility, impulse control disorder, unspecified, restlessness, anxiety, depression, compulsive reaction, impulsive behavior, hyperactivity, attentiveness decreased, dyspnoea, swallowing disorder, throat tightness, hair loss, enlarged thyroid, fatigue, joint pain, hoarseness, back pain, pap smear, weight loss, bowel motility disorder, gerd, eosinophilic esophagitis, chest pain, cough, essential hypertension, blurred vision, throat discomfort, abdominal pain, fever, diarrhea, nauseated, ovarian cyst, dyspareunia, breast cyst, blisters, seasonal allergy, anemia, hematuria, muscular weakness, muscle pain, kidney stone, left lower quadrant pain, hypercholesterolemia, decreased hdl, umbilical hernia, cyst of kidney, decreased night vision, acute sinusitis, hyperlipidemia, add and elevated liver enzymes. Concomitant products included levonorgestrel (mirena) since (B)(6) 2008. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection vaginal"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms") and night sweats ("night sweats") and was found to have hormone level abnormal ("hormone problems"). The patient was treated with surgery (tubouterine implantation,bilateral (essure reversal)). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, infection, genital haemorrhage, neuromyopathy, autoimmune disorder, night sweats and hormone level abnormal outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, hormone level abnormal, infection, neuromyopathy, night sweats and pelvic pain to be related to essure. The reporter commented: each essure device projected into the isthmic portion of each tube for approximately 2cm and approximately 8cm of fallopian tube projected beyond each device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: prior to contrast administration, an iud is noted. On contrast images, the iud is not within the uterus but rather in the peritoneal cavity. Essure devices project over appropriate position. Contrast fills the endometrial cavity with normal appearance. Contrast does not fill or spill out of the fallopian tubes. Following essure procedure, fallopian tubes are occluded. Iud present, however iud is not within the endometrial cavity but rather in the peritoneal cavity. Oesophagogastroduodenoscopy - on an unknown date: eosinophilic esophagitis. Pregnancy test - on an unknown date: pregnancy tests negative. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.